Event description:
It was reported that the pt experienced a loss of therapeutic effect following an unrelated laser treatment near the prostate area. The stimulation was not turned off prior to the procedure. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).